Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time. (B)(4). No aida data at f/u. Method: since the device remains implanted, the files from the programmer were reviewed. Results: the files showed that the attempt to program aida was done post-implant, however, the session was quit too early and aida was not programmed only the statistic counters were reset. Conclusion: consequently, aida data was available for that short period of time. But was successfully programmed at the f/u appointment. (B)(4).

Event description:
After implant, the device was interrogated and a message was seen, "aida has been programmed". However, at the one-week f/u, no aida data was displayed. The device remains implanted.